Manufacturer narrative:
Service tech replaced pcb, communication cable and load cell as a precautionary.

Event description:
The customer alleged the unit accelerated forward trapping a staff member against the wall of the elevator. There was alleged bruising to the abdomen, thigh and groin. The stryker technician could not duplicate the issue; however, the stryker technician did replace the communication cable, the load cell, and the pcb box as a precautionary measure. There was patient involvement; however, no adverse consequence was reported.

Event description:
The customer alleged the unit accelerated forward trapping a staff member against the wall of the elevator. There was alleged bruising to the abdomen, thigh and groin. The stryker technician could not duplicate the issue; however, the stryker technician did replace the communication cable, the load cell, and the pcb box as a precautionary measure. There was patient involvement; however, no adverse consequence was reported.

Manufacturer narrative:
(B)(4).